Manufacturer narrative:
(B)(4) follow up MDR for correction: following submission of device evaluation, it was identified the incorrect type of investigation (b code) was submitted. Annex b codes updated to reflect correct code of b03.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device. A device history review was performed for reported lot 2504059. No deviations or nonconformances occurred during manufacturing that could have contributed to the reported concern. The silicone used in this product is medical grade and is applied during syringe assembly to support smooth plunger movement. Throughout the manufacturing process, breakout force and sustaining force testing are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified. All production and quality processes were carried out normally. Testing performed on the returned sample confirmed that the device met all required specifications, and no issues related to the reported concern were identified. In addition, leakage testing was completed and no leakage was observed. Based on the evaluation of the returned sample and the device history review, no issue with the product or reported lot was identified; therefore, a root cause related to the product or manufacturing process could not be established. Complaints received for this device and reported condition will continue to be monitored by the quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll plunger movement was difficult. The following information was provided by the initial reporter: we have a bd plastipak syringe we would like ye to test. Lot 2504059 (B)(4). There was an incident in one of our transport ambulances micas, were backflow occurred in the line. We are trying to rule out any fault with the setup. Additional information provided: response received on:01/19/2026 4:44 pm . Was patient or user harmed? No could you please confirm if any samples are available for investigation? Yes unused could you please provide a date of event? Thursday 20/11/25. Response received on:01/21/2026 7:12 pm what date times did these incidents occur? 3 occasions 1st (B)(6) 2025 14.00, 2nd (B)(6) 2025 11.00, 3rd (B)(6) 2025 13.00. Was it the braun infusomat or perfusor? Both pumps on the 1st occasion, both on the 2nd and infusomat on the 3rd is it possible to provide the batch number of the line/syringe? Unfortunately, packaging was discarded but I will provide samples of what lines used is the line/syringe involved available to be returned for investigation? No but samples of new lines will be provided. Was there any patient injury / harm? If yes, please describe the injury / harm and the outcome 1st occasion, patient stable but did wake up as sedation was not running due to malfunction and had a potential for harm as patient was on high dose inotropes also was post cardiac arrest. Was there overinfusion or underinfusion? Underinfusion due to blood back on cvc and medications were not infusing. If so, how much overinfusion/underinfusion occurred? Length of time not running, pumps did not alarm and on the 1st occasion it was only released when patient woke when they should not have, pressure increased on all pumps from 6 on syringe drivers to 9 and 4 on infusion pumps to 9. 2nd and 3 rd occasion we were aware of problem and fixed just as it was noticed. How much did the pump indicate was infused? Did not have time to investigate at the time approximately how much volume was actually infused? 20mls an hour over all mecdiations what were the programmed flow rate and vtbi (volume to be infused)? Vtbi would be 5mls less than was in syringe, so for instance with the 1st occasion the norad had 50mls, 45 programmed into the vtbi and it was going at 12 mls hour. It varied between incidences how long did the infusion last? Once the pressure was increased the problem was sorted and the infusion lasted as normal as per the transfer are there any accessory devices added to the administration set? 3 way taps sample provided. If infusomat, did any part of the administration set upstream of the pump appear to be collapsed or exhibit deformation? No what drug was being infused? On the 1st occasion, midazolam, fentanyl, noradrenaline in syringe drivers, infusion pumps had amiodarone, (pump borrowed from bantry had propofol insitu problem did not happen on bantry braunn pump) 2nd occasion noradrenaline in syringe driver and propofol in infusion pump 3rd occasion dexdor in infusion pump was the drug at room temperature, cold, or warm? Room temp did the drug come from the pharmacy or was it mixed at the bedside? 1st some mixed at bedside but mostly were already infusing and transferred over no issue infusing before transfer to our pumps, 2nd same and 3rd same was any precipitate (white flakes) observed? Was proper flush maintained in between medication? No was there anything occluding the tubing upstream or downstream of the pump? No if an infusomat, was the tubing loaded through the pumping fingers and taut in the tubing channel? Yes was the tubing correctly loaded in the slots at either end of the pump? Yes if infusomat, was the green slide clamp loaded properly? Did the user need to troubleshoot using the tube misload screen? No did the user troubleshoot air-in-line at any point during the infusion? No was the set/syringe unloaded and reloaded at any point during the infusion? No response received on:01/27/2026 8:37 pm as regards your syringe it was being used with the braun perfusor. Additional information provided 01/27/2026 phone call with customer. Verified that the word document attached is for this complaint. They are unsure if the issue is with the syringe or the b. Braun pump and line so they want an investigation completed on all components. Questions in the word document came from the pump/line manufacturer. Samples are being sent out today.